Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery (lcx). The apex flex monorail balloon catheter was advanced to the lesion and inflated one time for 10 seconds to 10 atms. It is on the first inflation that the balloon rupture occurred. The balloon was withdrawn and the procedure was completed with an unspecified device. No patient complications or injuries were reported. The patient status was reported as 'good'.

Manufacturer narrative:
(B)(6). The device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).